Event description:
It was reported that a visao handpiece was not working, was running hot, and the cooling hub was broken. This device is a loaner and is only used on cadavers. Therefore, there was no patient involvement.

Manufacturer narrative:
This device is used for therapeutic purposes. No patient involvement. (B)(4). The motor/cable failed the hi-pot test and had intermittent problems. The housing had a broken fitting. The nose bearings, nose spacer, bearings and motor/cable parts were corroded. These failures can contribute to a device running hot and not working. Components were replaced and the device then met all manufacturing specifications.